Manufacturer narrative:
Continuation of d10: product ID 8711. Serial# (B)(6). Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stating that the patients infection did not return and there were no medical procedures that had occurred after the reported event. It was reported that the patient was hospitalized with their admitting diagnosis being bowel "unknown due to handwriting (most reasonably - ischemia or ileus)"/obstruction. It was reported that patients baclofen withdrawal that they experienced after the removal of the pump was treated with oral baclofen and valium. It was unknown whether any medical reports were created in relation to this event. No further information was reported.

Manufacturer narrative:
H3. Analysis of the returned device found non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing lioresal (baclofen) and baclofen (unknown) for cerebral palsy and intractable spasticity. The healthcare provider (hcp) reported that the patient previously had a pump implanted, and approximately one week after implantation, she went to visit the patient and noticed a small seroma. The patient was later evaluated by his neurosurgeon, who at that time thought he was doing fine. About a month later, there was evidence of infection at the pump site, determined to be a delayed postoperative infection. Due to these findings, the patient's new pump was explanted. Following the explant, the patient initially improved but later deteriorated. The nurse also mentioned that the patient had been alternating between baclofen and lioresal, with a baclofen dose of 2,000 mcg. The clinical team had planned to see if the patient could live without the pump; however, his baclofen dosage was too high to be managed effectively with oral medication. The hcp mentioned that the patient was on baclofen 2,000mcg but it was also reported that the patient maxed out at 1,977.7mcg. Technical services documented and reported all provided information. No further issues noted.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient's pump had an infection and the pump was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.